Event description:
Patient was to undergo outpatient photovaporization of the prostate. The evolve 150 laser was checked by biomed prior to the procedure, then brought into the or. The laser technician turned on the laser to perform a self check and the laser passed. The sterile fiber was given to the surgeon; the fiber was placed through the laser bridge. The laser was then set on standby until the surgeon is ready for the laser to fire. Shortly after just a small amount of tissue vaporization, the laser stopped and a "fiber port overheated" message displayed on the screen. The laser tech waited for the laser to cool and attempted to re-enable it. This was repeated several times with different fibers with the same end result. The procedure was aborted and there was no harm to the patient. The biolitec technician sent the laser to the factory the same day of this procedure to perform a test to determine if the blast shield was damaged. Results were reported back to the facility that the cause for the displayed message was due to a defective fiber. The patient is rescheduled for this procedure.